Event description:
It was reported by a surgeon that the suture on a new vns lead pulled out of the silicone during replacement surgery of a pt's lead. The new lead was not further used in surgery and was returned to the MFR. Currently, the lead remains under product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.